Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The lens was reported as having a high vault and remained implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Sex: unk age: unk weight: unk race: unk ethnicity: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).

Manufacturer narrative:
Sex: unk age: unk weight: unk race: unk ethnicity: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. Device manufacture date: unk. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted an icl implantable collamer lens, into the patients right eye (od). The lens was reported as having a high vault and remained implanted. Additional information has been requested but none has been forthcoming.